Event description:
Info was received from customer that a pt miscarried. Pt had received an iud after a false negative hcg qualitative test. Quantitative test (performed after iud had been inserted) indicated the pt was pregnant. Iud was removed at that time and pt was released from care.

Manufacturer narrative:
Customer complained of a false negative urine result which was confirmed (after iud placement) by a beta serum quantitative result of 92 miu/ml. Product IFU states that results should be confirmed with a quantitative test prior to performance of any critical medical procedure. The iud was removed and the pt released from care. Customer reported pt subsequently miscarried.